Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable hbv results with the cobas® mpx - 192t assay for donor samples tested on the cobas 6800 analyzer compared to a competitor method. The following results for 3 donor samples were provided: sample 1: the initial result was reactive for hbv. The repeat result on the grifols procleix panther system was non-reactive. Sample 1: the initial result was reactive for hbv. The repeat result on the grifols procleix panther system was non-reactive. Sample 1: the initial result was reactive for hbv. The repeat result on the grifols procleix panther system was non-reactive. The serology results were negative using the abbot analyzer (architect) for the alleged samples.